Event description:
Had mentor memory gel implants put in (B)(6) 2020, just had to explant with full capsulectomy (B)(6) 2020. Huge increase in migraines, joint pains, itching, numb and burning sensations in arms, serious fatigue and brain fog. FDA safety report ID# (B)(4).